Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: shaver does not stop milling. Probable root cause: breaking resistors on the flex circuitry due to stress on flex cable (due to manufacturing and assembly error combined with normal use stress). Broken handpiece cable, or conductors inside. No power from the console. Broken traces on the membrane switch. Membrane switch is corroded due to moisture ingress. Flattened buttons/ switches. Poor soldering or other electrical connection. Broken pin. Pcba component failure. Button press reaction force so high the buttons can't be pressed to deliver information. Console not delivering power to shaver (refer to rsk10642, rsk10686). Expired disposable after r.1.1.1. Use error. The device manufacture date is not known. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was continuously activating.